Event description:
Three days after treatment with bovin collagen, the patient presented with discoloration at the vermilion border and a few small pustules. The phsysician made the diagnosis of necrosis verses infection, prescribing oral doxycycline, aspirin and warm compresses. Follow up findings: the pt had a herpes lesion not an infection or necrotic event.